Manufacturer narrative:
The production identifier of lot number was not available from the consumer. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported, upon removal of a super absorbency tampon, the string separated in one piece from the pledget. She went to the emergency room for assistance to remove the pledget from her vaginal cavity and says she is ok. She did not report any serious adverse events.